Manufacturer narrative:
H11: according to complaint database review, no further similar issue has been submitted for this unit since its installation in 2019. Based on investigation's results of previous similar complaints, the root cause of the reported issue can be traced back to a damage of the cooling compressor system. In particular, degradation of cooling coil (coil micro-hole formation) due to wear could have led to refrigerant leak and water entering the refrigeration cycle damaging the compressor. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 5 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bad rothenfelde, germany. According to livanova field service representative in charge, the compressor is probably no longer able to provide the required cooling capacity. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, the cooling performance on both sides (patient and cardioplegia) of a heater-cooler system 3t was not sufficient and it took long time to cool down. There was no patient injury.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The compressor is defective due to corrosion in the cooling circuit. This can no longer be repaired on site. Due to high repair cost, the unit will be replaced with another one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The inspection revealed that patient circuit outlet with ventilation valve, cardioplegia circuit outlet with ventilation valve, stirrer motor and distributor board were defective and need to be replaced. As a consequence, also erosion kit need to be replaced. Therefore, a quotation for repair costs has been sent to the customer. Based on this device inspection, the root cause of the reported issue can be traced back to an overall compromised conditions of the heater cooler pumping mechanism, likely favoured by the environment characteristics in which they works, such as condensation, humidity and high temperatures, that contribute to wearing of the parts. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event.

Event description:
See initial report.